Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) was 550 mg/dl. Customer administered a correction injection as well as drank water and exercised to address the bg.